Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was below 40 mg/dl and the sensor glucose was 170 mg/dl at the time of the incident. Customer's blood glucose went up to 240 mg/dl due to eating thinking that they were having a low blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported having bent cannula on sensor. It was explained to customer the proper insertion techniques and site location. The sensor was returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used elite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.